Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getiinge stm that discovered the issue, replaced the batteries and completed the pm on the iabp. All functional and safety tests were performed to factory specifications and the iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump failed the battery runtime test and observed that saline leaked into the iabp. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected: device code to address saline observed in the iabp was not previously reported. The phone number for the getinge representative (initial reporter) was incorrectly reported as well and should have read (B)(6).

Event description:
It was reported that during preventative maintenance (pm) by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump failed the battery runtime test and observed that saline leaked into the iabp. There was no patient involvement and no adverse event was reported.